Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the string from her tampon broke off with the product still in her body. No injury was reported.